Event description:
Complainant reports an under delivery. The intended delivery amount was 45 ml/hr for 12 hr; however, the pt received 22 ml/hr over 12 hr.

Manufacturer narrative:
Ross standard procedure includes attempting to obtain all required info from the source.